Event description:
It has been reported to the co that the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. The physician then inserted a guide catheter and a predilation balloon. The physician inserted the stent delivery catheter into the pt and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the dilatation balloon. The physician then loaded the wire into the microseal and attempted to deflate the occlusion balloon and the wire kinked which caused the occlusion balloon to remain inflated. The physician cut the wire with a scalpel and the occlusion balloon deflated. The physician removed the device and replaced it with another to complete the case. The pt is reported to be fine.